Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 129 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with reprograming the time and date and the pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.